Event description:
It was reported the pt has been experiencing pain at her scs ipg site since implantation. The pt is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.